Event description:
On (B) (6) 2010, patient reported insulin is not absorbing properly. Patient stated her blood glucose has been elevated for several weeks now and her a1c rose from 6.7% to 8.2%. Patient reported her highest reading was 523 mg/dl and occurred early in the morning approximately 1 week ago. Patient's target blood glucose range is 140-150 mg/dl. Reviewed site selection and management. Had patient insert a new headset. Patient reported scar tissue is "in the bigger part" of her abdomen. Typically changes headset every 2-3 days. Patient stated she did receive an occlusion last week and completed troubleshooting on her own after viewing the user guide. Reviewed relationship between occlusions and site problems, scar tissue, and insulin absorption. Patient reported she has had illnesses requiring steroids, which she understands can elevate readings. Occlusion was not occurring at time of call; therefore, troubleshooting could not be completed. On call back to patient on 03/01/2010 patient reported her new infusion site locations "seem to be doing better" and her blood glucose "have been really good today". The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent guide to infusion site management; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.